Event description:
It was reported that a novum iq syringe pump presented false occlusion alarms. This occurred during patient infusion with ampicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.